Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to a serious injury or a reportable malfunction. The initial report was forwarded in error and should be voided. This event was reported on MFR- 0001526350-2023-00639 on june 26, 2023. This is a duplicate.

Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to a serious injury or a reportable malfunction. The initial report was forwarded in error and should be voided. This event was reported on mdr340075 (MFR- 0001526350-2023-00639) on june 26, 2023. This is a duplicate.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Event description:
It was reported that during an unknown time the device's cradle is bent. There was no reported harm or injury to patient nor were there a reported delay. Due diligence is complete. No additional information is available.